Event description:
A hemodialysis inpatient user facility reported that during treatment, an external blood leak occurred where the arterial end of the blood line connects to the blood port at the arterial end of the dialyzer. The leak was visually observed 20-30 minutes into treatment when the lines were switched to run access flow. Test strips were not used to confirm and the machine did not alarm. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. The sample will not be returned for evaluation.

Manufacturer narrative:
The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.